Event description:
The hospital reported that while finishing a coronary artery bypass graft surgery, the heartstring seal broke during the removal process. The surgeon cut the tether and proceeded to unravel the seal when he noted that only part of the seal unraveled (approximately 3-4 inches). The surgeon said that he experienced difficulty pulling the heartstring and thought that he tagged the seal during suturing of the anastomosis. He applied a side biter clamp to inspect the anastomosis and noted nothing unusual. The procedure was completed without any other complication. After the procedure, the surgeon was concerned that a portion of the seal had not been removed from the pt. An ultrasound performed in 2003 located the unraveled seal portion above the iliac bifurcation but below the renal artery. The following day, the heartstring seal was retrieved through the femoral artery using a catheter. The pt was reported to be in good condition.